Manufacturer narrative:
The device is available for investigation. It has not been received.

Event description:
The event involved a plumset that the customer reported leakage of a 5-fluorouracil infusion. The customer stated the leak was likely due to the breakage of the tube. The infusion was set at a rate of 13 ml/hr and was infusing for 3-4 hours before the event happened. There was patient involvement, however, no patient harm.

Manufacturer narrative:
Received one used list# 146870489, primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. Lot# 4604978.-->one(1) used list# ch3034, 5" (13 cm) bag spike adapter w/spiros, lot# unknown on october 13, 2020 for evaluation. The complaint of leakage can be confirmed on the returned one (1) used 146870489 primary plum set. As received there was a tear in the middle tubing between the cassette and the y-clave. The tear was jagged and there was plastic deformation on the tubing. The tear also occurred at the same location as a bend/kink in the tubing. The probable cause of the damage tubing and subsequent leakage is unknown. A device history review (DHR) lot# 4604978 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.